Event description:
Consumer complaint of low blood results. Caller was obtaining "lo" as a result multiple times. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).